Manufacturer narrative:
Add'l information was received on july 20, 2015. Returned product was received at the manufacturing site. The returned sample contained the label of product 3773 mm, lot# 105415. The investigation performed by the quality assurance department of the manufacturing site based on the evaluation of one unused returned sample and detailed batch review, indicated that no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. The sample met minimum aerosol output requirement at the lower air flow rate. It delivered 2.08 ml. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 04, 2015.

Manufacturer narrative:
Previous investigation leveraged for this complain and the investigation is completed. Two root causes were identified. The jet was being produced in an old injection molding machine that was not conditioned with an alarm to detect and prevent the variation (double cycle) in the process. This machine has been discontinued. Inadequate inspection process for nebulizers. Corrective action has been implemented to include: verifying all active molding machines to confirm all have integrated the required alarms. Create a temporary quality alert to inspect nebulizer components every 2 hours as our inspection process is updated. Creation of a test method for inspection of molded components (nebulizer set and jet). Create a test method for inspection of molded components, clarify all details of process to do the mixing and add a form to record the amount of resin and material used in each mixing, determine water flow rates, water temperature and pressure, and include process parameters to be monitored. Determined the expected shelf life of pins for the orifice of cup and jet, and establish its replacement in the adequate period of time. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the nebulizer failed to nebulize medication. The device was reportedly replaced with another unit which operated as expected. No patient complications were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Additional patient/event details have been requested. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.